Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery using the penumbra system 5max reperfusion catheter. During the procedure, the patient experienced a vasospasm mild in severity. Following the procedure, the patient began experiencing intermittent headaches which were resolved the following day.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Device was disposed of by the hospital.